Event description:
As reported by an affiliate, during a procedure, a cath f6inf pig 145 110cm 6sh separated in the patient. The physician was able to snare the separated tip of the pig tail. It was stated there was no harm to the patient. They opened a second cath f6inf pig and at some point it was dropped and the tip also became separated. It was never used in the patient.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during a procedure, a cath f6inf pig 145 110cm 6sh separated in the patient. The physician was able to snare the separated tip of the pig tail. It was stated there was no harm to the patient. They opened a second cath f6inf pig and at some point it was dropped and the tip also became separated. It was never used in the patient. There was no report of injury to the patient and the devices were returned for analysis. Fal for (B)(4): seven sterile 6f diagnostic catheters of infiniti pigtail were received folded in their original pouch inside a plastic bag. None of the seven units received presented separation at catheter's body and pigtail fuse point. No other anomalies were found in the catheters. Dimensional analysis was performed to units received; outer diameter of fuse points were measured and found within specification. Inner diameter of pigtail tips and fuse points measurements were found within specification. A microscope was used to verify external transfer of material between catheter body and pigtail tip fuse area and all the units presented an acceptable fusion. This complaint is linked to (B)(4), which contains defective units. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4): two non sterile 6f catheter of infiniti pigtail were received coiled inside a plastic bag. Separation of both units was observed at catheter's body and pigtail tip fuse point at (unit # 1) 103.5cm and (unit # 2) 103.7cm from the hub. Pigtail tip ends were included with the returned devices, both presented kinks at (unit #1) 4cm and (unit #2) 2cm from body - tip fusion area. Unit # 1, which was used, presented residues of dry blood. Both catheters' end presented evidence of body back taper (pointed "sharpened" end). Both catheters' braided wire was also noticeable in this area. The braided wire impressions on the "sharpened" end and the undulation observed at the boundary of the top layer of the catheter's body are evidence of heat transfer. No other anomalies were found in the catheter. On both devices, undulation and a darker blue ring were observed at the pigtail tip extreme of the tip assembly. The tip assembly extreme presented evidence of countersink (ID reduction) and also shows braided wire marks. In addition both tips present evidence of fusion since material inside looks as if it was pulled. No other anomalies were found in the catheters. Dimensional analysis was performed to units received; outer diameter (od) and inner diameter (ID) of the returned device were measured near to fuse point and all dimensions were found within specification. The fuse machine parameters were reviewed and all parameters were found to pass. Preventive maintenance records for fusing machines with equipment were reviewed, and it was found that preventive maintenances were executed during the established time periods. The lot involved in the complaint was manufactured within the preventive maintenance dates. There is no inventory available of lot 15699326. Information provided by jde system. No sterile units were returned; hence pull testing cannot be performed. Per the scanning electron microscopy (sem) analysis report; sem results showed evidence of elongated material on the separation surface for both, the proximal and distal body sections. Elongation is a common characteristic of samples which were stretched/ pulled until separation. It was also observed, that the internal surface for the body back taper fusion section presented evidence of scratching apparently caused by the braid wire which is in the tip counter sink fusion section; this condition suggests that both parts were fused at a certain time and they become detached due to a pulling/ stretching event; however, this could not be conclusively determined. Cutting was discarded as a failure cause since no mechanical surface damage was observed. The exact cause of this separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was escalated as a high severity event; and a meeting was held on (B)(6) 2013 to discuss the issue, the outcome was that the evidence of stretching and elongation on the device is consistent to procedural factors and this issue does not appear to be manufacturing related. However, all of the information discussed during the meeting will be housed in a cta. The reported customer complaint of brite tip/ distal tip separated was not confirmed in (B)(4), since all the returned units were received intact. The same complaint for (B)(4) was confirmed through failure analysis. Review of the analysis suggests that procedural factors and/or user handling may have contributed to the reported events as there is evidence of stretching and elongation at the point of separation, consistent with pulling the device until separating; however with the limited information provided from the affiliate, it is not possible to determine an exact cause for the event. There is nothing in the device history report records or the analysis to suggest that the event is related to the design or manufacturing of the device therefore no corrective action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.